Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and found it to be operating properly. The user facility reported that the table tipped while attempting to move the patient onto their side. The user facility is responsible for using appropriate patient positioning and movement practices. The table rolled onto its casters and the user facility staff was able to maintain control of the surgical table. While steris confirmed the table was operating properly, an offer of in-service was made to review patient safety practices and proper patient movement techniques to prevent tipping hazards. The user facility accepted the offer and the in-service was performed on (B)(4) 2014.

Event description:
The user facility reported that their surgical table tipped during a patient procedure. No report of injury, however, the procedure was cancelled.